Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting failure to capture. Programming changes were performed to resolve the issue. There were no patient consequences.